Event description:
The defect was found during preparation for use.

Manufacturer narrative:
B5: additional information has been obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and cylinder could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage by way of a cracked distal end and breakage of the air/water channel. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope insertion tube was defective and bulging, and a white ring could be seen in the optics. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water tube and air/water cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; flexibility adjustment ring, grip, switch box, right/left knob, upward/downward angulation control knob, scope connector case unit, and plug unit had a scratch; scope connector cover unit had corrosion due to water leakage; label on suction connector was damaged and peeled; due to a crack on distal end, water tightness was lost; due to damage on air/water tube, water tightness was lost; due to a scratch on objective lens, the image has dark area partially; objective lens and light guide lens had a crack; connecting tube had a buckling and was wrinkled; and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.